Event description:
Text from one case is overwriting another. Case rsc-24027 was entered and saved and then case rsc-23945 was entered and saved. Later review of the document of 23945 revealed that the text was overwritten by case 24027. Review of the software failure revealed that the temporary directory was not cleared before processing each subsequent case during one session of results entry.